Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor was unable to complete a pulse test and displayed a service code (charge profile fault). The cause was isolated to an open resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.